Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawers 5.1 and 5.2 failed. A field service engineer found drawer 5.1 row b failed with no leds lit on the row board; after pulling, cleaning, and reinstalling the row board, testing revealed a bad cubie in pocket b6, which was replaced and restored the functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 5.1, 5.2 failed to open. The indicator light on the side of the drawer row was not illuminated. The customer attempted to recover the drawers and rebooted the station; however, the issue persists. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.